Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. A090501: intermittently could not take 2d and 3d shots a110201: green led on the mvs was intermittently illuminated d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000450, serial/lot, ubd: unknown, UDI#: unknown, f1908: delay of less than one hour f26: no patient impact h3, h6: the system was serviced in the field. The rep restored the umbilical bail shape and reseated the charger cards. Codes b01, c07, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system used during a sacroiliac and thoracolumbar procedure. It was reported that the system would not expose during a case. The green led on the mobile viewing station (mvs) was intermittently illuminated. The system intermittently could not 2d and 3d shots, but after rebooting and waiting, the site found a window to take the needed shots to finish the case. There was a reported delay to the procedure of about 10 minutes. There was no reported impact to the patient.